Manufacturer narrative:
D4: expiration date and UDI added. H4: manufacture date added. H3, h6: it was reported that during procedure , while the surgeon was impacting the femoral head component, the polarstem modular head (75023711) cracked and broke off. According to the complainant, no pieces were left in the patient they. The device used during treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The returned device will be discarded. Internal complaint reference: (B)(4). D1: brand name updated. D2: product code and common device name updated. D4: catalog number updated.

Event description:
It was reported that during procedure , while the surgeon was impacting the femoral head component and the modular head for the impactor cracked and broke off. No pieces were left in the patient they were removed and discarded.